Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17261 it was reported that the right atrial (ra) lead was undersensing atrial fibrillation. The right ventricular (rv) lead was noted with high threshold and decreased sensing threshold. The rv lead was also noted with undersensing and over-pacing. Programming changes were made. The patient was stable.